Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. ((B)(4)). Previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. ((B)(4)). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. And (B)(4). Additional information will be provided upon conclusion of the manufacturer investigation.

Event description:
On (B)(6) 2014, the following was reported to arjohuntleigh: there are two evolve mattresses that appear to have a deflated area. There were no injuries associated with this complaint. If this type of malfunction were to recur, it may cause or contribute to serious injury or medical intervention to prevent harm. Therefore, this event is reportable. This is number two of two complaints for this malfunction from this facility.